Manufacturer narrative:
Ge field engineer (fe) inspected the system and found debris in the pedal assembly that caused the float condition. The fe removed the debris and verified that the table locks were performing as expected.

Event description:
It was reported that the table locks were not actuating, causing the tabletop to unexpectedly more in both longitudinal and lateral directions without resistance (free float). The issue was discovered during set-up. There was no injury reported. This situation could contribute to an injury if a pt or operator were unaware of this condition while loading or unloading a pt. The ensuing instability could lead to a fall.